Event description:
It was reported that on 30 June 2026, a patient presented with grade 4 degenerative mitral regurgitation (MR) for a Mitraclip procedure. During the procedure, mitraclip was implanted. The final MR was grade 2. There were no adverse patient effects or clinically significant delays reported.On (b)(6) 2026, it was determined that there was a single leaflet device attachment (SLDA) and the clip was no longer attached to the posterior leaflet. MR was grade 4 after SLDA.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (SLDA) appears to be related to pre-existing patient anatomy. The reported mitral regurgitation was a cascading events of the SLDA. Mitral regurgitation (MR) is listed in the Instructions for Use as known possible complications associated with the MitraClip procedures. The reported serious injury/illness/ impairment was a results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.